Event description:
A pt reported experiencing inaccurate low results with a one touch basic meter. The pt's blood glucose results were 127 compared to the lab's 180mg/dl. Tests were done within 10 mins. Pt is not using control solution. Pt did not experience any adverse events. No further info has been reported.